Event description:
Patient reported pain and swelling during tmj survey. Left implant was removed.

Manufacturer narrative:
Blank in original MDR report as date of revision surgery was estimated (B)(6)2007 by patient. Clinical research manager, (B)(4), received information from operating surgeon, dr.(B)(6), with the correct date of (B)(6) 2008.

Manufacturer narrative:
Operative report received from surgeon to the clinical research department indicaing the patient did have a revision to reposition the implant; however, no implant was removed. This implant remains in the patient. The original report that the implant was removed from the patient was incorrect.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evauation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.